Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of morphine via an implantable pump for non-malignant pain. It was reported the patient's pump had flipped and the patient had to have the pump repositioned on (B)(6) 2019. It was unknown when the pump flip initially occurred. The patient stated they have felt like they have been going through withdrawal since the pump was repositioned on (B)(6) 2019 and they did not know why. The patient reported they were sweating profusely, their hands were shaky, they felt miserable overall, felt like their head was getting on the inside, and they had experienced chills. The patient had been experiencing this all week, relative to (B)(6) 2019. The patient was directed to seek medical attention if they felt treatment was necessary. Regarding the patient's current status, it was indicated the situation was resolved. No further complications were reported or anticipated.